Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with system infection. The entire system was explanted and temporary pacemaker was implanted. Infection was treated with antibiotics and a new system was implanted on (B)(6) 2018. Patient's condition was stable.